Event description:
It was reported that a user was unable to receive glucose readings because the freestyle libre 3 plus sensor was initially scanned with the abbott libre app, leading the ilet pump to fail pairing and display a ¿sensor already in use¿ message; the user then successfully scanned a new sensor with the ilet mobile app and entered warmup, and no alerts or alarms occurred. Symptoms included no reported adverse clinical effects. Outcomes included no change in clinical status and no medical intervention. Investigation included technical troubleshooting and user education. Investigation of this case revealed use error related to scanning the sensor with a non-ilet application before attempting to pair with the ilet system, with device function restored after proper setup. It was concluded that the event was attributable to use error, and the ilet system operated as designed once the correct workflow was followed.